Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead exhibited oversensing and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood and was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude is consistently below 2millivolts. This very low amplitude may account for the detection of noise. No shocks were recorded in the save to disk file. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.